Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl at the time of incident. Customer was treated with insulin shot for high blood glucose level. Based on customer¿s report customer does not allege under delivery. The customer reported that the air bubbles were present along the tubing length. Location of air bubble was unknown. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump was not on auto mode. The insulin pump will not be returned for analysis.